Manufacturer narrative:
Olympus received the thunderbeat hand instruments referenced in this report for evaluation. The evaluation confirmed that the teflon pad was found to be worn at the grasping section. There was an abrasion mark on the probe, which indicates that the probe came in direct contact with the h-electrode (metal part of the jaw) of the grasping section without any tissue in between while the output was activated. The instruction manual instruct users not to activate output for an extended period while grasping section is closed without any contacting tissue. Otherwise, a local increase of the temperature between the grasping section during the seal and cut mode may result in premature wear, and breakage of probe inside the body cavity.

Event description:
Olympus was informed that during a total laparoscopic hysterectomy (tlh) procedure, the doctor felt the jaw of the two thunderbeat hand instruments were out of alignment as he could hear metal on metal grinding early in the procedures. The teflon pad was detached on both of the hand instruments. There was no patient injury reported.